Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl and a bolus was delivered to address bg. Air bubbles were observed in the pump supplies and were suspected to be cause of event. Customer reviewed pump history and there were no alerts/alarms that would have impacted insulin delivery. A system check was unable to be performed, as tandem technical support was not contacted at the time of the event.